Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The primary cause of death was myocardial infarction cardiac arrest, and the secondary causes of death were diabetes and hypoglycemia. At the time of death, the customer's blood glucose was 70 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2016, immediately before to the customer's final hospitalization. The caller stated that the customer suffered from diabetic ketoacidosis three months prior to her death in which she was treated in the ICU. The customer also experienced issues with hypoglycemia. On the day of the customer's death, the caller found her unconscious. The caller took the customer's blood glucose with the meter and the meter displayed "too low to read". Ems checked and the value was 70 mg/dl. The customer never regained consciousness and she died in the ICU. The caller declined returning the insulin pump.